Manufacturer narrative:
Section a3b, a4 and a5: unknown/asked but not available. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure when the preloaded intraocular lens (iol) was fully inserted into the patient's right eye, it was noticed that the haptic was reported to be broken off, leading to the need for removal of the lens. The issue was noticed after implantation/application of the lens. The lens was explanted in during a secondary surgery. The visual issues were first observed after the implantation of the lens. No other information is available.